Manufacturer narrative:
Reporting facility indicates the sample involved in this incident has been discarded. A review of the product reporting database revealed no similar reports for lot number gr191973.

Event description:
Customer reports that an adult female patient with a right intra jugular "central line plugged into alaris medical systems tubing" experienced an estimated 30-40cc blood loss "after rubber stopper from the IV tubing inj. Site stuck in the needle lock device & patient had backwards flow from this break." Reporter states the pt was post-op open heart surgery. According to the reporter, the patient did not require medical intervention and no serious injury resulted.